Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional info was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the tibial custom guide that was made for the case did not execute the outcome that was planned. It was an improper alignment and fit."